Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient had experienced dizziness due to oversensing on the atrial lead. The noise could be reproduced. The lead was explanted and replaced.